Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports "second degree burn" from a lbh wrap. The review of records did not provide evidence to support defective product. The product effect may vary with each individual. The manufacturing operations employed quality control procedures which included in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch was not impacted by this complaint.

Event description:
Second degree burn (significant blister), 2nd degree burn the size of 1 euro coin which burst [burns second degree], had not checked his skin under the product while wearing thermacare but only after work [intentional device misuse], first degree burn, red plaque (red traces) the size of 3/4 of a 1 euro coin on the left lumbar zone [burns first degree]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old male patient started use thermacare heatwrap (thermacare lower back and hip) (device lot number: n15775 04/08, expiration date: mar2019) on (B)(6) 2017 for 4 hours on his lumbar vertebras directly on skin for lumbalgia. The patient's medical history was not reported. The patient's concomitant medications were none. The patient had already used thermacare heatwraps (date unspecified) and had not experienced the same problem at that time. The patient had previously used other heat products for pain relief (such as electric heating pad, hot water bottle, microwave gel pack) on an unspecified date. The patient had not previously experienced a problem/symptom with one of these products. The patient was not currently under the care of a physician for any medical condition. The patient classified his skin tone as medium (neither light nor dark). The patient did not have sensitive skin and did not have any abnormal skin conditions. The patient had remaining product. Thermacare was started on (B)(6) 2017 at around 9:00 am and removed on the same day after 4 hours of use. The patient was at his office and was not able to remove the heatwrap earlier. He felt a discomfort but he had not reported it was too hot. The heatwrap was not damaged. He was not leaning back against his chair and did not apply any additional pressure on the heatwrap. The patient felt the warm sensation was strong but had meetings and could not check his skin before getting home at around 1:30 pm. The patient was wearing several layers of clothing over the thermacare product and attached the adhesive to body. The patient only wore a coat on the way from home to work. The patient did not engage in exercise while using the product (for example, running, bicycling). He had not checked his skin under the product while wearing thermacare but only after work. The patient did not read the usage instructions on thermacare before he used the product as he had already used the product. The patient was not taking any other medication during the time the problem/symptom was experienced. The patient experienced first and second degree burns noticed at 1:30pm on (B)(6) 2017 after having worn the product the heatwrap for around 4 hours. The heatwrap was removed on (B)(6) 2017. These events did not lead to the patient's hospitalization. 1st degree burns lasted 6 days (estimated date: (B)(6) 2017), the patient recovered from 1st degree burn at the time of the report. 2nd degree burns had not resolved at the time of reporting. He consulted his physician who confirmed a second degree burn (significant blister), which occurred on (B)(6) 2017 and burst the day after ((B)(6) 2017) and had not healed yet. The patient also presented with first degree burns (described as red traces) on (B)(6) 2017. The patient asked for a medical certificate and then came to the police station to lodge a complaint with pictures to document his case. The police station told him they would not register such complaint and he should rather go to departmental directorate for the protection of the population. The patient was prescribed paraffin tulle dressings and trolamine (biafine) with compresses for second degree burn and trolamine (biafine) for 1st degree burns. The patient provided a medical certificate which stated that the physician, after physical examination (unspecified date), noted one second degree burn blister, of a size of a 1 euro coin on the right lumbar zone, and a first degree burn red plaque of a size of 3/4 of a 1 euro coin on the left lumbar zone. These lesions were consecutive, according to the patient, to the use of thermacare on the lumbar zone for lumbalgia. These lesions did not show on (B)(6) 2017 any sign of infection. The patient's general state was good. The action taken in response to the events for the product was unknown. Clinical outcome of the event second degree burn and blister burst was not resolved, event first degree burn outcome was resolved on (B)(6) 2017. Clinical outcome of the event device use error was unknown. The product quality complaint group reported that the root cause category is non assignable (complaint not confirmed). Consumer reports "second degree burn" from a lbh wrap. The review of records did not provide evidence to support defective product. The product effect may vary with each individual. The manufacturing operations employed quality control procedures which included in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch was not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (14nov2017): new information received from the same contactable consumer included: patient data (height, weight), suspect product data (indication), deny of concomitant medications, past drug event, lab data, new event (had not checked his skin under the product while wearing thermacare but only after work), medically confirmed by the physician, event outcome and stop date. Follow-up (13dec2017): this is a follow-up report from the product quality complaints group which includes investigation results. This follow-up also amended previously reported information: deleted the event blister rupture as it was subsumed under second degree burn. Device use error was re-coded to intentional device misuse.

Event description:
Second degree burn (significant blister) [burns second degree], significant blister on (B)(6) 2017 which burst [blister rupture], had not checked his skin under the product while wearing thermacare but only after work [device use error], first degree burns (red traces) [burns first degree]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) male patient started use thermacare heatwrap (thermacare lower back and hip), lot n15775 04/08, expiration date: mar2019 on 04nov2017 for 4 hours on his lumbar vertebras directly on skin for lumbalgia. The patient medical history was not reported. The patient's concomitant medications were none. The patient had already used thermacare (date unspecified) and had not experienced the same problem at that time. The patient had previously used other heat products for pain relief (such as electric heating pad, hot water bottle, microwave gel pack) on an unspecified date. The patient had not previously experienced a problem/symptom with one of these products. The patient was not currently under the care of a physician for any medical condition. The patient classified his skin tone as medium (neither light nor dark). The patient did not have a sensitive skin and did not have any abnormal skin conditions. The patient had remaining product. Thermacare was started on (B)(6) 2017 at around 9:00 am and removed on the same day after 4 hours of use. The patient was at his office and had not been able to remove the heatwrap earlier. He felt a discomfort but he had not reported it was too hot. The heatwrap was not damaged. He was not leaning back against his chair and did not apply any additional pressure on the heatwrap. The patient felt the warm sensation was strong but had meetings and could not check his skin before getting home at around 1:30 pm. The patient was wearing several layers of clothing over the thermacare product and attached the adhesive to body. The patient only wore a coat on the way from home to work. The patient has not engaged in exercise while using the product (for example, running, bicycling). He had not checked his skin under the product while wearing thermacare but only after work. The patient did not read the usage instructions on thermacare before he used the product as he had already used the product. The patient was not taking any other medication during the time the problem/symptom was experienced. The patient experienced first and second degree burns noticed at 1:30pm on (b)6) 2017 after having worn the product the heatwrap for around 4 hours. The heatwrap was removed on (B)(6) 2017. These events did not lead to the patient's hospitalization. 1st degree burns lasted 6 days (estimated date : (B)(6) 2017), the patient was recovered from 1st degree burn at the time of the report. 2nd degree burns had not resolved at the time of reporting. All symptoms had not resolved at the time of reporting. He consulted his physician who confirmed a second degree burn (significant blister) on (B)(6) 2017 which burst the day after ((B)(6) 2017) and had not healed yet. The patient also presented with first degree burns (described as red traces) on (B)(6) 2017. The patient asked for a medical certificate and then came to the police station to lodge a complaint with pictures to document his case. The police station told him they would not register such complaint and he should rather go to departmental directorate for the protection of the population. The patient was prescribed paraffin tulle dressings and trolamine (biafine) with compresses for second degree burn and trolamine (biafine) for 1st degree burns. The patient provided a medical certificate which stated that the physician, after physical examination, noted one second degree burn blister, of a size of a 1 euro coin on the right lumbar zone, and a first degree burn red plaque of a size of 3/4 of a 1 euro coin on the left lumbar zone. These lesions were consecutive, according to the patient, to the use of thermacare on the lumbar zone for lumbalgia. These lesions did not show on (B)(6) 2017 any sign of infection. The patient's general state was good. The action taken in response to the events of the product was unknown. Event second degree burn and blister burst were not recovered, event first degree burn outcome was resolved on (B)(6) 2017. Outcome of device use error was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14nov2017): new information received from the same contactable consumer included: patient data (height, weight), suspect product data (indication), deny of concomitant medications, past drug event, lab data, new event (had not checked his skin under the product while wearing thermacare but only after work), medically confirmed by the physician, event outcome and stop date. Company clinical evaluation comment: based on the information provided, the events of "second degree burn" "second degree burn (significant blister) which burst" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "first degree burn" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burn" " second degree burn (significant blister) which burst" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "first degree burn" is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] second degree burn (significant blister) [burns second degree] , significant blister on (B)(6) 2017, which burst [blister rupture] , first degree burns (red traces) [burns first degree]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) male patient started use thermacare (thermacare lower back and hip), lot n15775 (B)(6), expiration date: mar2019 on (B)(6) 2017 for 4 hours on his lumbar vertebras directly on skin for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient was at his office and had not been able not remove the heatwrap earlier. He felt a discomfort but he had not reported it was too hot. The heatwrap was not damaged. He was not leaning back against his chair and did not apply any additional pressure on the heatwrap. The patient had no medical history of diabetes or circulation disorder. He consulted his physician who confirmed a second degree burn (significant blister) on (B)(6) 2017 which burst the day after ((B)(6) 2017) and had not healed yet. The patient also presented with first degree burns (described as red traces) on (B)(6) 2017. The patient asked for a medical certificate and then came to the police station to lodge a complaint with pictures to document his case. The police station told him they would not register such complaint and he should rather go to departmental directorate for the protection of the population. The physician prescribed him paraffin tulle dressings and trolamine (biafine). Event second degree burn and blister burst were not recovered, event first degree burn outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "second degree burn" "second degree burn (significant blister) which burst" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "first degree burn" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burn" " second degree burn (significant blister) which burst" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "first degree burn" is non-serious. The events are medically assessed as associated with the use of the device.